Event description:
Procedure type: inguenal hernia repair. According to the reporter: the balloon burst while inside the cavity, balloon was not over inflated. The patient's cavity might have been too small for 20-30 pumps. Balloon broke at the seam and no pieces fell into cavity. Removed and opened a new one to complete the case. No injury reported. Or time delayed 7 minutes.